Event description:
In the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient had passed away. Autopsy report attributes cause of death to sepsis and respiratory failure with multi-organ damages including hepatic central lobular necrosis, adrenal necrosis, acute tubular necrosis, and diffuse pulmonary intra-alveolar interstitial fibrosis. There is no evidence at this time that the ncp system caused or contributed to the reported event. Further investigation revealed that the patient was hospitalized from 05/02 until the date of their death. The patient was taken to the emergency room by their mother in 05/02 for a sore throat, difficulty breathing, "making sounds" (stridor) for three days intermittently. The patient was intubated in the emergency room, during which a mass completely obstructing the left main stem bronchus was visualized and biopsies of the mass were performed with follow-up laser therapy. The patient aspirated during this initial procedure. Post-operatively, patient's respiratory status declined. Patient was subsequently reintubated and the mass was debulked to ventilate the left lung with rigid bronchoscopy. Once the rigid bronchoscope was withdrawn, attempt to reintubate the patient was unsuccessful and an emergent cricothyroidotomy was performed. Possibly one of the internal jugular veins and the esophagus were partially lacerated in the event. During the procedure, the patient developed bradycardia, asystole and ventricular tachycardia requiring electrical defibrillation to restore sinus rhythm. Patient was subsequently transferred to the intensive care unit. The transbronchial biopsies of the left main stem bronchus mass done during this hospital admission was determined to be from a squamous papilloma with severe dysplasia. The patient's hospital course gradually worsened with adult respiratory distress syndrome, sepsis, and intractable seizures. Although patient's multiple blood cultures continued to be negative for organism, their urine and respiratory sputum samples grew enterobacter cloacae and candida albicans. Patient developed bilateral pneumothoraces and chest tubes were placed. The patient also developed a deep venous thrombosis in the left common femoral vein as determined by doppler ultrasound and was given anticoagulant prophylaxis. Patient's respiratory status continued to deteriorate and their family decided to change code status to no code. The patient suffered cardiopulmonary arrest and was pronounced dead in the hospital 5 weeks later.